Event description:
Procedure performed: robotic hysterectomy event description: thin, rigid plastic piece about 1/2 inch large was found near obturator tip during use. The plastic piece and obturator were removed from the patient to complete the case. No patient injury occurred. Obturator available for return. Additional information received on 18aug2023 via phone call from applied medical representative: plastic piece was found within the patient during the middle of case. It was found near the obturator tip, unattached from the trocar. It could not be confirmed if the plastic piece came from the trocar or not. Intervention: case completed after plastic piece and obturator were removed from the patient. Patient status: no patient injury occurred.

Manufacturer narrative:
The obturator, a portion of the event unit, was returned to applied medical for evaluation. Testing was performed on the returned obturator. However, the complainant¿s experience could not be replicated or confirmed as the obturator was intact with no cracking or stress marks and no fragment was returned. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic hysterectomy. Event description: thin, rigid plastic piece about 1/2 inch large was found near obturator tip during use. The plastic piece and obturator were removed from the patient to complete the case. No patient injury occurred. Obturator available for return. Additional information received on 18aug2023 via phone call from applied medical representative: plastic piece was found within the patient during the middle of case. It was found near the obturator tip, unattached from the trocar. It could not be confirmed if the plastic piece came from the trocar or not. Intervention: case completed after plastic piece and obturator were removed from the patient. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.